Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the main patient circuit board failed. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the complaint device shows: there has been no repair or maintenance of the device performed by olympus in the past year. The user's report of "will not turn on" is confirmed. The unit won't power up due to a faulty component. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a cholecystectomy procedure using a high flow insufflation unit, the screen blacked out. The procedure was completed with another similar device. There was no adverse effect to the patient as a result of this occurrence.